Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter continued to display the apply sample message when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 9am. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple weeks ago prior to contacting lfs, the reporter claimed the patient developed symptoms of sweating and felt dizzy. The patient drank orange juice as treatment. The patient obtained a blood glucose result of 60 mg/dl with another device. At the time of troubleshooting, the cca noted it was the patient's first time using the subject meter. The cca educated the customer about the correct testing technique and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.